Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was reprogrammed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited far r-wave over-sensing. No intervention was performed and the patient will be further monitored. The patient condition was unknown.